Event description:
The pt contacted lifescan alleging that segments were missing on the fasttake meter. The pt felt feverish and shaky at the time of testing and was unable to interpret the reading. The pt ate food and/or drank a beverage after attempting to use the meter. The pt was taken to the hosp and was treated with insulin. While troubleshooting with customer services, the call was disconnected. No further info was provided about the incident. At this time there is no info on the pt's diabetes regimen and how long segments had been missing on the meter. Customer service sent the pt a replacement meter.